Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. Brachial access was obtained. The 99% stenosed target lesion was located in the severely tortuous distal right coronary artery (rca). The physician advanced the 32mmx2.50mm taxus liberte stent delivery system (sds) and was unable to cross the lesion. The sds was pulled back and a lifted stent strut was noted. Procedure was completed with a different stent. No patient complications were reported and the patient's status was good.